Event description:
During an in clinic follow-up, noise resulting in oversensing and low pacing impedance were observed on the right atrial (ra) lead. The physician suspected ra lead damage to be the cause of the event. The ra lead was deactivated to resolve the event and the patient was in stable condition.